Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 controller board was failed. A field service engineer (fse) assisted the customer with disconnecting half height drawer 3 to allow continued use of the station, verified pyxibus module controller (pmc) operation, identified a failed drawer controller at position 3.2, and installed a replacement controller and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on and remote support service shown offline. The customer attempted to reboot the station and heard a clicking sound and saw lights on the back panel when back of chassis removed. Additionally, they unplugged and replugged the cable but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.